Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 360-396mg/dl and a large ketone level. Cause was not known. The customer administered a manual injection of insulin, fluids and went to emergency room (ER) to address the bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Additionally; it was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. Recommendation was made to consult with a healthcare provider regarding diabetes management.